Manufacturer narrative:
The field service engineer (fse) found an accumulation of reagent around the sampling area of the reagent arm. The fse replaced the reagent probe insulation solenoid valve. Calibration was acceptable. A precision check was performed. The instrument was functioning correctly. The customer has had no further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 3 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. Patient 1 initial result was 7.82 mg/dl. The repeat result was 10.07 mg/dl. Patient 2 initial result was 6.62 mg/dl. The repeat result was 9.24 mg/dl. Patient 3 initial result was 7.35 mg/dl. The repeat result was 9.84 mg/dl. No questionable results were reported outside of the laboratory. The ca2 reagent lot number is 69403301 with an expiration date of 31-mar-2024.